Manufacturer narrative:
Evaluation sumary visual inspection: the paramount mini was removed from the box and inspected. The stent remained loaded the balloon segment of the c atheter. No damages or anomalies were observed. A clear crystalized substance was observed at the distal tip and distal area of the balloon segment. Functional testing: a 0.014" guidewire from the lab was attempted to be front loaded, however resistance was encountered. An inflation device from the lab was connected to the gw port of the manifold assembly of the paramount mini. At approximately 10 atm water was able to flush out from the distal tip of the catheter. The 0.014" guidewire was able to be loaded. The inflation device from the lab was connected to the inflation port of the manifold. Water pressure was administered and a lead from the distal end of the balloon was noted. No expansion of the stent was observed. Under microscope it was discovered water was escaping from a longitudinal tear at the distal portion of the balloon, approximately 1.1cm from the distal tip of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a paramount mini for treatment of a non-calcified, fibrous lesion in the patient¿s mid renal artery. The vessel is reported to have been slightly tortuous. Lesion exhibited 50% stenosis. IFU was followed. The device was prepped without issue. The lesion was not pre-dilated. There was no resistance encountered when advancing the device. It is reported balloon inflation difficulties were experienced during stent deployment at a pressure of 10atm. The stent was unable to be implanted. The device was replaced with another of the same model to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.